Event description:
Subsequent to the initial medwatch report, additional information received indicated that the clip delivery system (cds) fastener was too tight and the physician had difficulty unscrewing it. There were no challenging anatomical conditions and there were no excessive curves applied to the device when the steerable guide catheter (sgc) knob slippage was observed. The sgc + knob was turned one half turn when the slippage occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the steerable guide catheter (sgc) was returned with the +/- knob in neutral. The sgc +/- knob was inspected and tested for knob slippage; no knob slippage was observed. The knob worked as intended in both directions. The reported knob slippage issue was unable to be confirmed. It is possible that in this case, the reported knob slippage may be due to varying amounts of tension felt by the device during procedure versus the returned product analysis, resulting in the reported issue. Potential causes for mechanical issues with the knob are, but not limited to, manufacturing anomalies, patient conditions such as anatomical morphology/pathology, user technique or procedural conditions (excessive tension on the device during the procedure). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the +/- knob brake functioned as expected, and the shaft properly curved and straightened. There were no non-conformances issued for this lot. A query of the electronic complaint handling database indicated there had been no similar mechanical issue incidents reported for this lot. The user also reported no issue while functionally inspecting the sgc during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, knob slippage may be influenced by patient anatomical morphology such as tortuosity of the vessel, resulting in increased tension on the device, or excessive curves applied to the device by the user. In this case, although it was confirmed that there were no excessive curves applied to the device and that the anatomy of the patient was not challenging, it is possible that there were some unidentified procedural interactions which caused more tension on the device resulting in the reported knob slippage; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the mechanical issue cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilzer, clip delivery system the mitraclip has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the steerable guide catheter steering knob braking system did not work and the physician had to manually hold the knob. It was reported that during the mitraclip procedure, after the steerable guide catheter (sgc) was in the left atrium, it was necessary to turn the steering knob to the "plus" direction, but the knob braking mechanism did not work. The knob repeatedly turned from the plus direction back to neutral. The secondary operator had to hold the knob in the plus position to maintain the required deflection to successfully complete the procedure. The procedure was completed and the mixed mitral regurgitation grade was reduced from 4 to 1-2 with the implantation of one clip. There was no adverse patient effect reported or significant clinical delay in the procedure due to the device issue.